Manufacturer narrative:
The insulin pump had no button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker. No frozen display noted during testing. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 160 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.